Event description:
The technician alleged that while the bed is in brake mode all brake casters would lock and hold except for the right foot brake caster. No pt impact.

Manufacturer narrative:
The technician adjusted the right foot brake caster to resolve the issue.